Manufacturer narrative:
This report is being filed on an international product, list number 7p51 that has a similar product distributed in the us, list number 7p51-21/31, and 510k number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed positive alinity I total bhcg results. Sid (b)(653-year-old, female) generated alinity I total bhcg positive result of 116.78 miu/ml, but colloidal gold method negative. The sample was repeated with alinity I total bhcg negative result of 0.8 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent kit, list number 07p51-74, and manufacturing site of longford, ireland in section d of this report to alinity I processing module, list number 03r65-01, and manufacturing site irving, tx, USA of new suspect device. MDR number 3016438761-2026-00099 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed positive alinity I total bhcg results. Sid (B)(6) (53 year old, female) generated alinity I total bhcg positive result of 116.78 miu/ml, but colloidal gold method negative. The sample was repeated with alinity I total bhcg negative result of 0.8 miu/ml. No impact to patient management was reported.